Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator (ICD) this endotak transvenous defibrillation lead was found have a break in the insulation of the rate sensor. The physician elected to repair the insulation. After implant the threshold measurements appeared normal. The next day thresholds were low. The physician elected to monitor the patient closely.